Event description:
It was reported that the caller experienced a sensor error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing complete information for a pump reset and guiding them through the process, which resolved the issue, allowing the caller to successfully start their sensor session.